Manufacturer narrative:
Data was not provided. It was stated that run number 00387 was positive for flu b and run number 00948 was negative. Growth curves were not able to be reviewed. As data was not able to be provided and therefore reviewed, it is not possible to determine the exact root cause. However, the alleged reagent lot was also investigated and no product problem was found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for flu b. The same sample was retested on a different liat analyzer which yielded a negative result for flu b. The flu b positive result was reported but not treated. Investigation is ongoing.

Manufacturer narrative:
An investigation is ongoing. A supplemental MDR will be submitted to share the conclusions of the investigation. (B)(4).